Event description:
The reported product code may have contributed to this pt's line infection. Reportedly, this pt began home infusion using posiflow in 2003. Reporting facility states caps are routinely changed every 7 days. Blood cultures were drawn from a port which was inserted two months prior. Pt required antibiotic therapy and had to be readmitted to the hosp. It was reported that infection eventually resolved with no sequelae.